Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the device failed internal leakage test during pre-use check. Pressure transducer board (B)(4) was checked and pointed out as defective. The customer decided not to repair the device and it will be scrapped. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Review of the logs confirmed occurrence of reported issue on and prior to the date of event. Moreover, other test failures were noticed during review of the provided logs, which could be consequence of the malfunction of the claimed part. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced part was not returned for investigation.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'pressure transducer difference>5cm h2o'. There was no patient involvement. Manufacturer's ref. #: (B)(4).